Event description:
Event description guidant received information that the patient with this pacemaker received an electrical shock approximately one month prior to the office visit. Evaluation revealed the pacing thresholds in bipolar mode had risen on both the atrial and ventricular channels. In addition, the ventricular sensing had worsened in bipolar mode. The technical services consultant provided guidance for the field representative in troubleshooting to resolve the issues. One month later, it was determined that the ventricular lead was undersensing in bipolar mode and oversensing in unipolar mode.